Event description:
It was reported that during a unk procedure, the device fired correctly, but the staples were not well formed and there was staple line bleeding. The case was completed with sutures. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.